Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that infusion set had blockage which occurred on (B)(6) 2025, which resulted in elevated blood glucose (525 mg/dl), therefore patient had received insulin drip and heparin. It was also reported that the patient went to the emergency room (ER) and subsequently got hospitalized on (B)(6) 2025 and admitted in intensive care unit (ICU) received IV (intravenous) and fluids of saline and insulin. The infusion set was in use for 24 to 48 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6005577 have already been previously tested in the complaint (B)(4) on 25/jan/2025. Test results: the reference samples were visually inspected and tested for flow test. All test results were within specifications as per the complaint (B)(4). Device history record (DHR) review: the lot 6005577 was manufactured according to the work instruction (wi) version 111 manufactured in the line 7, on 23/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 23/jun/2025 against malfunction code occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot 6005577 and found one complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.